Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6) (r920282901). It was reported that on 06 may 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The shape of the left atrial appendage (laa) was chicken wing, depth was 27mm and the amulet sizing was determined by 2d transesophageal echocardiogram (tee/toe). There was little bit pericardial effusion was present prior introduction of the delivery system. During procedure, the left atrial pressure was12mmhg, atrial rhythm recorded at start of procedure was atrial fibrillation (af), activated clotting levels (act) were 227s - 271s and heparin was administrated. The amulet was successfully deployed in the laa. The patient was reported discharged on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency department (ed) with chest pain. A chest x-ray was conducted and pulmonary embolism was ruled out. An electrocardiogram (ECG) was ordered and noted af with no ischemic change. But the initial troponin level was 77ng/ml and it got elevated at 137ng/ml. The patient got admitted for left heart catheterization (lhc) with heparin drops. On 09 may 2025, lhc was conducted and there was no evidence of procedural complication of left circumflex form the laa occlusion device. A tee was conducted and it was noted that the ejection fraction was 20-25% and the acute kidney injury (aki) was resolved. The patient was reported stable and got discharged on (B)(6) 2025. On (B)(6) 2025, the patient presented with chest pain and got admitted in the hospital. They consulted cardiology and it was reported the chest pain and hypertension got resolved on (B)(6) 2025. They decided to consult the gastrointestinal (gi) physician.

Manufacturer narrative:
An event of atrial fibrillation, chest pain, heart failure, and hypertension was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined.the reported hospitalization and unexpected medical intervention were due to the patient being admitted and receiving medication. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.